Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. (B)(6). Medical manufacture date: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had "insufficient blood flow".